Manufacturer narrative:
H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that spectrum pumps underinfused during chemotherapy. There was still volume left in the bag with etoposide and cetuximab treatment. Additional medications involved in the reported issue included "oxaliplatin, pembrolizumab, 'ecliz', nivolumab, pemetrexed, and atezolizumab". There were no issues reported with premix electrolyte bags. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.